Manufacturer narrative:
Date of event: the event date is approximate. Model #: the toothbrush model, catalog number, manufacturing number or serial numbers were not provided. Device manufacture date: manufacture date not provided or identifiable.

Event description:
A consumer reported that their sonicare power toothbrush caught fire during charge. There was no indicated visible flame or property damage and no injury reported.

Manufacturer narrative:
Analysis results: product was not returned to manufacturer to confirm a malfunction has occurred.